Manufacturer narrative:
See medwatch 2124215-2023-68413 regarding right atrial (ra) lead revision due to lead dislodgement. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield signal oversensing. Technical services (ts) reviewed programming options. This ICD system remains in service. No adverse patient effects were reported. Additional information received approximately four months later reported that atrial undersensing was observed on the presenting electrogram (egm), following pocket revision of this implantable cardioverter defibrillator (ICD) system. Later that month, the right atrial (ra) lead was explanted and replaced due to loss of capture (loc) at maximum outputs, undersensing with low p-waves, and elevated pace impedance measurements all attributed lead dislodgement that was confirmed via chest x-rays. The ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that the implantable cardioverter defibrillator (ICD) pocket revision was due to pocket pain. As a result, the ICD was repositioned to a submuscular location. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system felt there was a sensation of fluid in the device pocket after the right atrial (ra) lead revision. However, notes from the post-operative wound check indicate the incision was healing as expected, with no redness or swelling and no evidence of hematoma. Additionally, the atrial lead was performing as intended, with normal lead measurements and no further evidence of farfield signal oversensing. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
See medwatch 2124215-2023-68413 regarding right atrial (ra) lead revision due to lead dislodgement. The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield signal oversensing. Technical services (ts) reviewed programming options. This ICD system remains in service. No adverse patient effects were reported. Additional information received approximately four months later reported that atrial undersensing was observed on the presenting electrogram (egm), following pocket revision of this implantable cardioverter defibrillator (ICD) system. Later that month, the right atrial (ra) lead was explanted and replaced due to loss of capture (loc) at maximum outputs, undersensing with low p-waves, and elevated pace impedance measurements all attributed lead dislodgement that was confirmed via chest x-rays. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
See medwatch 2124215-2023-68413 regarding right atrial (ra) lead revision due to lead dislodgement. The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield signal oversensing. Technical services (ts) reviewed programming options. This ICD system remains in service. No adverse patient effects were reported. Additional information received approximately four months later reported that atrial undersensing was observed on the presenting electrogram (egm), following pocket revision of this implantable cardioverter defibrillator (ICD) system. Later that month, the right atrial (ra) lead was explanted and replaced due to loss of capture (loc) at maximum outputs, undersensing with low p-waves, and elevated pace impedance measurements all attributed lead dislodgement that was confirmed via chest x-rays. The ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that the implantable cardioverter defibrillator (ICD) pocket revision was due to pocket pain. As a result, the ICD was repositioned to a submuscular location. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield signal oversensing. Technical services (ts) reviewed programming options. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield signal oversensing. Technical services (ts) reviewed programming options. This ICD system remains in service. No adverse patient effects were reported. Additional information received approximately four months later reported that atrial undersensing was observed on the presenting electrogram (egm), following pocket revision of this implantable cardioverter defibrillator (ICD) system. Later that month, the right atrial (ra) lead was explanted and replaced due to loss of capture (loc) at maximum outputs, undersensing with low p-waves, and elevated pace impedance measurements all attributed lead dislodgement that was confirmed via chest x-rays. The ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that the implantable cardioverter defibrillator (ICD) pocket revision was due to pocket pain. As a result, the ICD was repositioned to a submuscular location. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system felt there was a sensation of fluid in the device pocket after the right atrial (ra) lead revision. However, notes from the post-operative wound check indicate the incision was healing as expected, with no redness or swelling and no evidence of hematoma. Additionally, the atrial lead was performing as intended, with normal lead measurements and no further evidence of farfield signal oversensing. This ICD system remains in service. No additional adverse patient effects were reported. Additional information received reported that this ICD system exhibited farfield oversensing, and review of device data revealed over 75,000 stored atrial tachy response (atr) episodes. Atr duration was already increased, with some blanking adjustments, ra sensitivity at 0.5 mv, and p-waves at 6 mv. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
See medwatch 2124215-2023-68413 regarding right atrial (ra) lead revision due to lead dislodgement. If pertinent information is provided in the future, a supplemental report will be submitted.